Event description:
Hematoma subject was hospitalized initially on (B)(6) 2011 due to progressive swelling, discoloration, and pain in the left upper anterior chest. CT with contrast was performed demonstrating a 3.7 x 6.9 occult fluid collection in the area of the pacemaker pocket. Infection was rulled out due to negative white cell count, cultures, and the patient was afebrile. Subject was discharged with instructions for no added salt diet and deminished activity using the upper extremities.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the haematoma was not device related.